Manufacturer narrative:
(B)(4). Unit passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm noted during self-test and confirmed in insulin pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.